Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the interconnect cable connector was damaged. This issue rendered the system nonoperational. There is no report of injury or death associated with the event described in this complaint.